Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an MRI scan was done on (B)(6) 2021. Also, a CT on pelvis and abdomen was done and shown that there was a metallic foreign object in the patient small bowel on (B)(6) 2022. It was seen in the right side of the small bowel loop. The patient has retained the capsule since (B)(6) 2020. The patient had no symptoms. The patient had a colonoscopy, and has had a cat scan and x-ray and the capsule had not moved.